Event description:
On (B)(6) 2013, pt had right carotid endarterectomy with patch angioplasty w/o complications and was discharged on (B)(6) 2013. Pt was seen in the clinic for drainage, wound dehiscence and cellulitis so was admitted to the hospital on (B)(6) 2013. Pt had incision and drainage in the operating room and wound found to be deeper than expected, however, no evidence of infection. Culture later positive for (B)(6) so pt taken back to operating room on (B)(6) 2013 for removal of patch and repair of artery with saphenous vein. Pt was discharged on (B)(6) 2013 with PICC line for antibiotic therapy at home.